Manufacturer narrative:
One 834f75 catheter with a monoject limited volume syringe and non-edwards contamination shield were returned for examination. The reported event of "hole in the balloon" was confirmed. The balloon was found to be ruptured at the central area and the edges of ruptured section were not able to match up. The inflation lumen was occluded with blood. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body and returned syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that a balloon was filled with air, when the air was released, blood came back into the syringe, meaning there was a hole in the balloon. The catheter was removed, and a new pa line was inserted successfully without complication. An x-ray was used for good placement. No patient complications were reported. Patient demographics were unable to be obtained.